Event description:
It was reported by the caller that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. The customer resolved the issue by reloading the same cartridge and resuming insulin.